Event description:
Caller reported that the t: slim x2 pump battery would not charge, and a power source alert was present. There was no adverse impact on the customer¿s blood glucose level. Multiple attempts to resolve the charging issue, including using different cables and adapters, were unsuccessful. Technical support decided to replace the pump, ensuring the customer could use a multiple daily injection (mdi) backup therapy to maintain insulin delivery. The customer was informed about the replacement and the return process for the non-functioning pump. After receiving a refurbished pump, the customer requested to speak with a supervisor for a new replacement, and support transferred the case for further assistance.